Event description:
It was reported that the customer's insulin pump was exposed to moisture, and there is fluid under the display. The customer also stated that when any button is pressed, the display goes blank. Customer's blood glucose level at the time 110mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.